Event description:
It was reported that during use the ventilator screen suddenly went black. Patient impact is indicated as 'hypoventilation'. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Per the answered good faith effort the customer replaced a board to resolve the reported issue. The hospital contacted the manufacturer to replace a board. The customer does not know the exact name of the board. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.